Event description:
Complaint received stating "per mom's report, chemo line became disconnected with blood backing up from port, she reported that she reconnected it upon seeing blood on sheets and called rn immediately. Upon rn arrival, blood noted to bedsheets, and determined line to have broken at the IV line/spiros connection site. All ivf and chemo stopped, lines disconnected from patient and discarded. Crnp armideo made aware, ara-c dose rewritten based on vtbi prior to line break. New IV lines made and connected to patient, patient to resume continuous ara-c infusion once available form pharmacy." Clean up per standard hospital protocol. No serious patient / clinician consequences reported.

Manufacturer narrative:
No lot number or sample provided for review.